Manufacturer narrative:
The admin set with a non-vented cap was air pressurized and put under water and it did not leak. Then the admin set was connected tot he maxplus valve with the non-vented cap and a leak was detected with less than 1 psi. The location of the leak was at the connection between the admin set and the maxplus valve (made by carefusion). Male luer lock that was supplied from carefusion does not meet specification.

Event description:
Customer states: tubing leaks at end where it would connect to injection site. Drug delivered: tpn. Intended rate and dose: 166.66ml/hr, 200ml over 12 hours.